Event description:
A tandem mobi cartridge alarm was reported, which occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The customer was then able to reload the cartridge and resume insulin therapy, resolving the issue.